Event description:
It was reported that double beep with cassette (no patient injury / during test) was experienced.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the device was in good condition as all was intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated during the investigation due to a faulty downstream sensor. It was recommended that the downstream sensor be replaced. The root cause of the reported problem was unknown. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.